Manufacturer narrative:
(B)(4). The incident sample has been requested but to date has not been received for eval. If the sample is received or if add'l info pertinent to the incident is obtained, a f/u report will be submitted.

Event description:
The customer reported that there was a pt burn during a laparoscopic gallbladder removal. The burn occurred around the incision for the upper trocar, where active electrodes were used. Both sides of the incision were reddened and almost like eschar. It was reported as a 1st or 2nd degree, 1/4 to 1/2 inch from each side of incision. It was discovered after surgery as the dressing was removed. The operating room put steri-strips on and doctor said he would take care of the burn. The active electrodes were reusable j-hooks and scissors (both are non-covidien products) and there was no electrosurgical pencil used. The pt return electrode pad was manufactured by 3m.